Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
As reported: allegedly revision due to stiffness. Unsure what is now implanted. New surgeon. New knee system. Adverse event description: patient had knee replacement surgery on (B)(6) 2017. Patient had revision on (B)(6) 2018 surgery due to stiffness. Revised all components and replaced with another manufacturers knee system. Au vigilance decision: tga reportable CAPA (B)(4).

Manufacturer narrative:
After the initial report it was determined that this was reported in error. Please void the initial report.